Event description:
It was reported that an expandable cage would not expand. No leakage at syringe or syringe/inserter interface. No pressure observed at inserter gauge

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the root cause of this event cannot be determined conclusively because the cage was not returned for evaluation.

Event description:
It was reported that an expandable cage would not expand. No leakage at syringe or syringe/inserter interface. No pressure observed at inserter gauge.